Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Patient experienced a wound separation a couple of days after a coronary bypass surgery. The pt was reclosed in the operating room with general anesthesia and suture.